Event description:
Reportedly, when the surgeon pushed the ring out in the patient cavity, the pouch was partially-disengaged. The pouch was supported by forceps, no tissue was damaged and nothing fell into the cavity.